Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly explanted due to a technical issue. The recipient's new device has been activated successfully.

Manufacturer narrative:
(B)(6). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the explanted device were unsuccessful. The device will not be returned to the company. A review of the device history noted no rework. This is the final report.